Manufacturer narrative:
Device was used for treatment, not diagnosis. E, munoz-mahamud, bori g, cune j, font l, domingo a, and suso s. "Results of treatment of subtrochanteric femoral fractures with the ao/asif long trochanteric fixation nail (ltfn)." Acta chirurgiae orthopaedicae et traumatologiae cechosl., 76 (n.d.): 451-55. This report is for an unknown part and lot of a unknown quantity of distal screws. UDI: unknown part number, UDI is unavailable. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: e, munoz-mahamud, bori g, cune j, font l, domingo a, and suso s. "Results of treatment of subtrochanteric femoral fractures with the ao/asif long trochanteric fixation nail (ltfn)." Acta chirurgiae orthopaedicae et traumatologiae cechosl., 76 (n.d.): 451-55. This retrospective study reports on the clinical results of a group of 23 patients with subtrochanteric femoral fractures using the long trochanteric fixation nail (ltfn). Between january 2005 and january 2008, 23 patients (20 women, 3 men; average age: 64.8 years old) with subtrochanteric femoral fractures were treated surgically. All the patients were treated using the ltfn device and they all received clinical and radiological follow-ups at least until their fractures were consolidated. In one case, even though the x-ray imaging showed a migration of the distal screw in a (B)(6) year old man, consolidation of the fracture and autonomous deambulation were achieved. This report 1 of 1 for (B)(4). This report is for an unknown distal screw.